Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the threshold measurement on the left ventricular (lv) lead was 1.4v @ 0.5ms through the pacing system analyzer. When the lv lead was connected to the device, the threshold measurement was 5.5v @ 0.4ms. After multiple attempts disconnecting and retesting the lv, the same phenomenon was experienced. The physician requested a new device. When the new device was connected to the lv lead, the same issue was observed. No adverse patient effects were reported.